Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2011 and mesh was implanted. The patient reported that they immediately began experiencing burning, itching, sharp pains, numbness with pain, mesh movement, bulging, abdominal bloating, intermittent blockage of bowel, left leg pain, foreign object in left leg without history of puncture injury, loss of mobility, muscle spasms, difficulty sitting and standing, stiffness in left leg, low back pain, difficulty moving bowels, migraine, incontinence, sexual dysfunction/pain and nausea. No additional information was provided.